Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported left side "rupture". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, and one linear opening on the anterior. A leak test and microscopic analysis were performed which identified one striated linear opening on the anterior. Fill inspection test was performed and the result was no blockage. Based on the device analysis the final assessment was one striated opening assessed as surgical damage consistent with the use of some surgical tools.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported a "small amount of thick mucous seroma." Device has been explanted.